Event description:
It was reported the patient was going in for a catheter revision. Per the reporter the pump was not putting out morphine and the hcp thought the catheter was the problem. The problem started sometime in (B)(6) 2013. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).